Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -10.5/+1.0/127 diopter in to the patient's right eye (od) on (B)(6) 2016. The patient developed a refractive surprise and the lens remains implanted. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was explanted and exchanged for a similar lens with a different diopter. This resolved the problem. The explant date is unknown. Device evaluation: the device was returned dry in lens case/vial. Visual inspection found the haptic bent. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: dimensional and functional inspections found the lens to be within specifications. (B)(4).